Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00236: screw, 3025141-2018-00237: driver.

Event description:
When inserting variable angle screws, the driver tip and the locking screws stripped. This resulted in a 20 minute delay in surgery.